Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per srt, the fitting will be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cardioplegia water outlet fitting was dripping water when mating fitting was unplugged. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) removed, cleaned and reinstalled the cardioplegia water outlet fitting. The unit operated to manufacturer's specifications. This unit is not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.